Event description:
Reaction [adverse reaction]. Pain [pain]. Knee effusion [joint effusion]. Case description: spontaneous report received on (B)(6) 2009 from a physician regarding a pt whose initials were unk. The pt received a synvisc-one on an unspecified date. The pt had a reaction that occurred within 24-72 hours after the injection. The pt had pain and effusion with 20-30cc of fluid aspirated. The pt had a negative culture and crystals and readily responded to an intra-articular steroid. As of the date of receipt of this report, the pt's outcome was unk. (B)(4). MFR's comment: the benefit-risk relationship off synvisc-one is not affected by this report.